Manufacturer narrative:
(B)(4) (secondary intervention- revascularization). Result: (revascularization).

Event description:
During index procedure, two stents were implanted; a driver rx stent diameter 4mm length 18mm was implanted in the rca and a non-medtronic stent was implanted in the lcx. Pt had stable angina at 30 day f/u and was asymptomatic at 6 month and 1 yr follow ups. Pt was found to have stable angina at 1.5 yr f/u and subsequently underwent ptca revascularization with implant of a driver sprint stent in the mid rca. The investigator reports that the event had no relation to the study device/procedure and was not life threatening. Pt had stable angina at 2 f/u and was asymptomatic at 2.5 yr f/u.